Event description:
It was reported to the aci sales professional on 06/25/10 that a (B)(6) male patient underwent a catheterization procedure on (B)(6) 2010. The physician, a trained user of the mynx, reported that it was a normal catheterization procedure. Following the procedure, he took a femoral angiogram which revealed two small arteries coming off right at the stick and decided to close with mynx. The physician reported deploying the mynx and when he went to advance the advancer tube, the patient developed an acute hematoma and there was oozing around the advancer tube. The physician held pressure for a minute then deflated and removed the device. When the white advancer tube was removed, the physician reported that there was pulsatile bleeding. The physician believed the sealant may have gotten into one of the small vessels he reported seeing in the femoral angiogram. A femostop was used to achieve hemostasis and the patient was discharged the following day on (B)(6) 2010. At 10pm that night, the patient returned to the ER with pain in his right calf. An angiogram was performed which revealed what was reported as the mynx sealant in the patient's right posterior tibia. A vascular surgeon was consulted and it was decided that they would take a wait-and-see approach to see if the sealant would dissolve somewhat in the next few days and resolve on its own since the patient had retrograde flow and small collaterals at this time. Three days later, on (B)(6) 2010, the patient was taken to surgery. The patient was reported to have necrosis of the right calf muscle. A fasciotomy was performed as well as removal of a foreign object, which was reported to be the mynx sealant. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the cause of the failure to achieve hemostasis and subsequent hematoma could not be conclusively determined. A pre-mynx femoral angiogram revealed two small arteries coming off right at the stick location. Per the mynx instructions for use, if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.